Event description:
It was reported that a transmitter failed error occurred. The product was evaluated. An external visual inspection was performed and passed. Voltage test was performed and failed due to 0v. A review of the share logs was performed and transmitter failed error was found within the investigation window. The allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
No further information was obtained from this customer. However, a phaco handpiece (hp) was sent in for evaluation. The handpiece (hp) was received for evaluation. .a visual assessment of the returned sample found no visual non-conformities. A flow rate test was performed on the irrigation and aspiration lines of the handpiece, which found the handpiece to meet specifications. The returned sample was connected to a calibrated system. The handpiece tuned successfully and completed a five-minute burn-in test with the system set at 100% ultrasonic and torsional power. The handpiece was connected to dynamic tuning fixture (dtf) for stroke length testing on the longitudinal and torsional movements, which found the handpiece to meet specifications. The handpiece was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported the phacoemulsification (phaco) handpiece (hp) had no ultrasounds, no phaco power, and weak "draught" (aspiration) during cataract extraction procedure. The surgery was completed using an alternate phaco hp. There was no impact to the patient. Additional information was requested and received.